Manufacturer narrative:
A ge rep evaluated the system and repaired a connector pin on the smart switch connector. The system operates as intended.

Event description:
The customer reported that the system would intermittently shut down uncommanded and then would not boot up. There is no report of pt injury or death.